Event description:
A customer reported encountering a cgm error 42 related to a g6 sensor. There was no adverse impact to the customer's blood glucose level. The customer received assistance from technical support, which provided pump reset information and guided the customer through the reset process. After the reset, the cgm error did not reappear, and the customer successfully started a new sensor session.